Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to clotting of the circuit. Facility staff indicated that the patient runs treatments heparin free due to heparin allergy. The user's guide states the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. Give and monitor anticoagulants as your center instructs. Failure to respond to clotting may expose the blood circuit and filter to sustained high pressures leading to a possible filter blood leak or hemolysis. The risk is highest in long hemodialysis treatments, especially when no anticoagulation is used. Always closely monitor for clotting through visual inspection and periodic flushing of the filter, and monitor the filter closely for any evidence of a leak. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and there have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that the system clotted during a routine hemodialysis treatment. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.